Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review as it appeared that the left ventricular assist device (lvad) was off from 3:00 am to 11:30 am. The log files confirmed a pump off event on (B)(6) 2024 at 03:11 am due to a loss of all power. The system controller clock rest to 01jan2000 due to the loss of all power and it was undetermined how long the pump was off. Additionally, the log files indicated that the patient did not utilize the power module or the mobile power unit and the patient was sleeping on battery power at the time of the event. The log also captured low power advisories and low power hazard alarms prior to the pump stop which were due to battery depletion. Additional information was provided which noted that when the patient was seen at approximately 4:15 pm the pump was running, however the system controller clock read 4:45, thus the clinical staff assumed that the pump had been running since approximately 11:00 or 11:30 am. It was later confirmed that the patient was sleeping on battery power during this event and it was unknown if any alarms sounded during that time. The patient suffered an anoxic brain injury due to the lack of perfusion. The patient's condition was unrecoverable after the pump had been off for so long and the patient's power of attorney decided to withdraw lvad support. The patient passed away on (B)(6) 2024 and it was considered device related. Related manufacturer reference number for the heartmate 3 controller: MFR- 2916596-2024-00274.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported anoxic brain injury and patient outcome could not be conclusively established through this evaluation. It was reported that the patient experienced a pump stop event on (B)(6) 2024 from approximately 03:00 ¿ 11:30. The patient was reportedly sleeping and operating on battery power during this time. The patient was seen at the hospital later that day at approximately 16:15 when the pump appeared to be running. The submitted controller event log file contained events from (B)(6) 2024 at 05:14:21 ¿ (B)(6) 2024 at 03:14:13, until the controller clock was reset to the default timestamp. The file captured low power advisories and low power hazard alarms, followed by no external power alarms due to full external battery depletion on (B)(6) 2024. The system operated on the controller¿s internal backup battery until the pump ultimately stopped and the controller shut down. The system controller was reconnected to new fully charged batteries, and the timeclock subsequently reset to the default timestamp, indicating that there had been a total loss of power to the controller. The pump ramped up to the stored patient speed without issue. Review of the log file data appeared to show the pump operating as intended before and after the pump stoppage event. It was later reported that the patient had an anoxic brain injury due to lack of perfusion after the pump had been off for so long. The patient¿s power of attorney decided to withdraw ventricular assist device (vad) support due to the patient¿s unrecoverable condition. The patient ultimately expired on (B)(6) 2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.